Event description:
It was reported via facility medwatch (B)(4) that guide wire fracture occurred. The patient underwent biventricular implantable cardioverter defribrillator (biv ICD).the target lesion was located in the non-tortuous coronary sinus. A 182cm choice¿ pt guide wire was used to access and navigate the target lesion. While removing and coiling the wire, it was noted that the wire snapped completely in half and approximately 1/3 of the wire was still in the guide sheath. The remaining wire was removed from the patient and the procedure was completed. No patient injury or complications were reported and the patient is doing well.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).